Event description:
Description of event according to article azuma et al., 2022: the 40 patients underwent tevar for the indications listed in the article, this was primarily taaa. A physician-modified endograft (pmeg) based on zta was used in all patients. The four-fenestrated pmeg was made by burning fenestrations in the graft material and reinforcing these fenestrations with an azur peripheral hydrocoil. At the procedure, both femoral arteries were surgically exposed, the pmeg was implanted, the fenestrations were cannulated using an antegrade or retrograde approach, and bridging stents were implanted. All smas and renal arteries were revascularized, but the celiac artery was only revascularized in 29 patients because the ca was naturally occluded in 2 patients and had been occluded previously in 9 patients. Patient outcome: there was one case of late paraplegia at 6 months post procedure. The paraplegia developed with a sudden onset during muscle training and was suspected to be caused by an episode of orthostatic hypotension.

Manufacturer narrative:
Manufacturer ref# (B)(4). Article: multibranched endovascular repair using a modified endograft with hydrogel-reinforced fenestrations. Azuma et al., 2022. PMA/510(k) number: similar to device under PMA: p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Correction in patient outcome. Patient outcome: one patient with mega-aorta syndrome who underwent redo fenestrated tevar died due to brain hemorrhage on postoperative day 5. The patient had previously undergone fenestrated tevar at another hospital and was referred to the authors¿ institute due to aneurysm enlargement with endoleak. During continuous hemodialysis on postoperative day 3, loss of consciousness and decreased platelet count were observed, and this was due to massive brain hemorrhage. The patient received unusual blood transfusion due to prolonged operative time and continous hemodialysis. The authors speculate that the original cause might have been small cerebral infarctions or inapparent vascular injuries, but the direct cause of late bleeding was postoperative coagulopathy linked to rapid thrombosis of a large aneurysm leading to consumption coagulopathy.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Correction was made in b5 under patient outcome. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: during a literature review cook became aware of the article "multibranched endovascular repair using a modified endograft with hydrogel-reinforced fenestrations." This article is a study over 40 patients receiving a physician-modified endograft (pmeg) with hydrogel-reinforced fenestrations. The pmeg was in most cases made by modifying a zta-d (80% of cases) and in some cases a zta-de (20% of cases) was used. The graft was deployed on the back table and modified using a low-temperature cautery to burn fenestrations. The fenestrations were then reinforced with coils from another manufacturer before the device was resheathed into the original sheath. The device was then implanted via a femoral artery. Bridging stents were in most cases implanted via the brachial artery. The device was deployed in the abdominal aorta using a stepwise implantation technique. Bridging stents were cannulated through a fenestration during the deployment process. It was reported that one patient with mega-aorta syndrome who underwent redo fenestrated tevar died due to brain haemorrhage on postoperative day 5. The patient had previously undergone fenestrated tevar at another hospital and had to undergo a secondary procedure due to aneurysm enlargement with endoleak. During continuous haemodialysis on postoperative day 3, loss of consciousness and decreased platelet count were observed. This patient received unusual blood transfusion due to prolonged operative time and continuous haemodialysis. However, the direct cause of late bleeding was assessed to be postoperative consumption coagulopathy. Per the instructions for use sent with this type of device the zta is intended for the endovascular treatment of patients with aneurysms or ulcers of the descending thoracic aorta. The patient in this complaint received a pmeg placed in the abdominal aorta. The effects of the design modifications relative to the device¿s characteristics are unknown and the subsequent potential impact on the performance or effectiveness of the stentgraft can not be established. Requests have been sent to obtain more detailed information about the events in the article, however no more information has been made available. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.